Event description:
A customer reported encountering a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through a complete pump reset, after which the error did not recur, and the customer successfully started their sensor session.